Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. The patient was treated with injection zineam (250 mg in each exchange, ip), injection fortum 1 gm, once daily (od), and injection heparin (1000 iu in each exchange, ip) for 14 days for peritonitis. The patient was still in the hospital. The outcome of this peritonitis event was unknown.